Event description:
On 09/30/2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch ultralink) read inaccurately high in comparison to results obtained on a lab calibrated device. The reporter did not specify the results obtained but detailed that they were obtained within 10 minutes of each other. This complaint is being reported because, the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.